Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned, mmdg was unable to complete an investigation. The initial reporter advised that the device would not be returned, as they had disposed of it.

Event description:
The initial reporter stated that the administration set was leaking from the tubing. Mmdg followed up with the initial reporter, who stated that the patient did experience a delay in therapy, but that they did not have any adverse effects because of it. (B)(4).